Manufacturer narrative:
Correction: should have been - the patient was stable prior during and after the procedure.

Event description:
It was reported that the patient presented in clinic with the pulse generator that exhibited backup vvi mode. The device was explanted and replaced. The patient was stable prior during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the pulse generator that exhibited backup vvi mode. The device was explanted and replaced. No patient was stable prior during and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed. Review of device image showed backup vvi was caused by a por that occurred during charging for high voltage therapy. The device was tested on the bench and was normal. The por could not be reproduced. The cause of the por was undetermined.